Event description:
The hosp staff used the device to administer a shock to a pt diagnosed in cardiac arrest. Allegedly, the operator was unable to deliver a second shock to the pt due to an unspecified device malfunction. A backup defibrillator was made available. The pt was resuscitated but expired several hours later. The reporter did not know if the pt's outcome was related to the reported malfunction.